Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. There was no adverse impact to the customer's blood glucose level. During troubleshooting, tandem technical support confirmed in the pump history that a manual bolus was given. Recommendation was made to use the screen lock after using the pump.